Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is completed.

Event description:
It was reported that on (B)(6) 2022, the patient went to a scheduled clinic visit. The patient had pain at the driveline site and was on prescribed cefadroxil for chronic driveline site infection. The patient noted increased drainage. A wound culture was obtained and on (B)(6) 2022, the results came back for methicillin-resistant staphylococcus aureus (mssa) and two strains of pseudomonas aeruginosa with one strain resistant to fluoroquinolones. The patient was admitted for intravenous antibiotics on (B)(6) 2022. Blood cultures showed no growth. The patient was started on 2 grams of cefepime intravenously every eight hours. On (B)(6) 2022, the patient had mssa, acinetobacter baumannii and coagulase-negative staphylococci while on suppressive therapy and intravenous cefepime. Blood cultures were negative.

Manufacturer narrative:
Previous admissions for driveline infection: MFR numbers # 2916596-2022-14154, # 2916596-2021-07431, #2916596-2021-07110, # 2916596-2021-05514, #2916596-2021-05217. The pump remains in use supporting the patient. A correlation between the device and the report of infection could not be conclusively determined. Infection is listed in the instructions for use as a potential adverse event that may be associated with the use of heartmate 3 left ventricular assist system. Infection has been previously investigated and will continue to be monitored through quality data reviews, which are conducted on production and post product signals to evaluate if products are conforming to product requirements. No further information was provided. The manufacturer is closing the file on this event.